Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
Customer reported that they horrified to find this piece of cored out rubber from the ampule inside my propofol syringe. May have easily injected the rubber into the patient. These new red blunt tip needles make large holes in the stoppers.